Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm/no defect noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer reported that insulin pump was not working because that customer not getting insulin due to which customer experienced the high blood glucose of 500 mg/dl. Customer did not wish to continue troubleshooting. The customer was treated with manual injection and blousing for high blood glucose. Customer also stated that yesterday her their health care professional advised the insulin pump be replaced and that she disconnect and stop using the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.